Event description:
It was reported that patient presented with high, out of range, pacing lead impedance and high capture threshold on the rv lead. The sense/pace portion of the rv lead was capped and replaced. The defib portion remains active. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.